Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that the controller was no longer working and has been giving them problem, and they kept getting memory problem even after several reset. Pt stated they needed a new recharger and new controller. Later on, the call, pt mentioned that probably the last 6 weeks or middle of (B)(6), the recharger was getting very hot, and the recharger cable have worn through. Agent sent a replace request to replace the recharger. No symptoms were reported.

Manufacturer narrative:
The device with model number 97755-s and serial number (B)(6) was received for product analysis. Analysis found that there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen and cable insulation frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.